Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2016. It was reported that the patient saw an informational power on reset the day prior to the report on the patient programmer screen. Therapy was stopped due to the power on reset message. It is unknown if the power on reset is related to an overdischarge of the device. The patient had not been around electromagnetic interference. The patient was able to successfully clear the power on reset message and turn the therapy back on so that therapy was adequate and functioning.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.